Event description:
The event is reported as: alleged issue: the catheter wouldn't deflate. The valve was cut in order to remove the catheter. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
The device sampe was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.